Event description:
IV antibiotic flowing at a rapid rate despite pump rate set at 12.5 ml/hour. The roller clamp was clamped to the patient and the pump stopped, the medication continued to flow out of the bag into the primary bag - tubing removed from pump and continued to flow with clamp completely closed. Another IV antibiotic was obtained along with new tubing administered without issue. No harm to the patient.